Manufacturer narrative:
Programmer, physician model: 8840, serial # unknown, programmer, patient; model: 8835, serial # (B)(4), catheter model: 8731sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a bridge bolus was incorrectly performed on (B)(6) 2013. The error occurred due to a new drug compound being administered. Although the dilaudid was at the same concentration, bupivacaine was being added which was not previously there. It was later reported that the patient was going through withdrawals. The pump "failed on" him and the system "was not putting medicine into" him. Symptoms included "flu-like symptoms", getting up during the night from sweats and being hot and cold, and have an upset stomach. It was reported four days later that the patient was "fine" and receiving therapy.